Manufacturer narrative:
(Surgical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery (vats), on right lower lobe resection, one side of the staple line was complete and the other side did not staple. The surgeon did manual suturing to complete the case. The operation time was extended. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of endo gia universal straight 60-4.8 single use loading unit. Visual and photographic inspection noted that the reload was fully fired, one side of the cartridge had deployed staple pushers, the other side was filled with partially deployed staples with no staple formation. Evaluation of the loading unit noted the sled vanes were broken and adjacent to the center vane. One side vane was shaved. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a man contributed manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.